Manufacturer narrative:
B5: upon follow up, it was reported that the patient experienced peritonitis which was manifested by cloudy effluent. The cause of the event was unknown. The same day as event onset, the patient was treated with amikacin (125 md daily, ongoing) and ceftazidime (1 gm per day, ongoing) for the event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, treatment, patient hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.